Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the artificial urinary sphincter cuff site. The patient underwent surgery to replace the device and downsize the cuff. There were no further patient complications.